Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity of 16% was not as expected. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: if information is provided in the future, a supplemental report will be issued. Initial: additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity of 16% was not as expected. The patient refuses to send a remote date transmission and refuses to attend the clinic. This device remains in service. No adverse patient effects were reported.